Manufacturer narrative:
(B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices and stimulation has been off for approximately four months. The patient is unwilling to have troubleshooting performed and is requesting to have her scs system explanted. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to explant the scs system.